Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 441 mg/dl. The customer reported having symptoms of nausea and headaches. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer's insulin pump was exposed to fluids. No delivery alarm was also noted. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.